Manufacturer narrative:
Blank fields on this report are the result of information not being provided by initial reporter. This device is used for therapeutic purposes.

Event description:
It was reported that the tip fell out of the blade. This was before he put in the patient's nose. They said there was no harm to the patient surgeon or staff. It was confirmed that the device tip broke &#49239;ay from the patient.